Manufacturer narrative:
No sample has been returned for evaluation for the report of knives regularly cut badly therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A surgeon reported that knives regularly cut badly. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the patient experienced slight post-surgery astigmatism with no report of impedance to the patient's daily activities. No further information is anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received clarifying that the multiple number knives were possibly five or six. The events were noted during cataract surgeries at which time the knives were reported to have resulted in bad quality of incision with no further information.